Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue at this time. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy and the tissue damage was an outcome of slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the patient had a large atrium, a prolapse from a2 to a3 and a flail with a gap greater than 10mm. One clip was successfully implanted. To further reduce mr, an additional clip was inserted. However, after the clip was deployed, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Due to the slda, the tissue damage occurred to the valve. No additional clips were implanted. Mr reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.